Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility and implant was not stable during surgery.

Event description:
Mobility and the implant was not stable were reported. Bone quality at the time of implant failure type iii. Time of liss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.